Event description:
It was reported that stent damaged occurred. The 80% stenosed target lesion was located in the mildly tortuous and severely calcified internal carotid artery. A 10.0-31 carotid wallstent monorail was selected to treat lesion. However, it was noted during preparation that the tip of the catheter was fractured; as a result, the stent was exposed and unable to enter the patient's body, which caused damaged. The device was simply removed and the procedure was completed with another of the same device. No patient complications were reported, and the patient's status was stable.

Manufacturer narrative:
E1: initial reporter phone: (B)(6). Device evaluated by MFR: a carotid device was received for analysis and the following attributes were considered during analysis. A visual and tactile examination of catheter/delivery system identified no issues with the outer sheath of the device. The device was returned with the stent partially deployed on the delivery system. The stent was noted to be damaged.